Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had a bent comb. The comb and shoulder bolts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the unit had an unknown malfunction-unknown-broke- derma carrier wont engage, the event occurred occurred during testing, there was no harm and no delay. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.